Event description:
Event description guidant received information that the patient received an inappropriate shock. Noise was seen on the rate-sense portion of the defibrillation lead. Noise was reproduced with patient arm movements. Thresholds in the ventricle were found to have increased since implant of the lead. A lead fracture was suspected in the rate-sense portion of the lead. The rate sense portion was capped and surgically abandoned. A new lead was sucecssfully implanted.